Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation does not show a malfunction or deterioration in the characteristics or performance of the device and the system works as intended. For investigation, siemens received image data for 14 series (59 dicom files + study report). All acquisitions were transferred in full resolution and bit depth. However, all fluoro scenes were downsized to a resolution of 512x512 with 8-bit depth causing a reduced image quality. The acquisitions (series 1-4 and 6) have been acquired with ogp arch (~3mgy/p, 4hz, small focus). The first fluoro series (series 5, 9, and 10) have been acquired with ogp fl(-) neuro (29ngy/p, 7.5hz, small focus). Later fluoros (series 11, 13, and 14) have been acquired with ogp fl(-) angio (32ngy/p, 7.5hz, small focus). Some single shots (series 7, 8, and 12) have been acquired with ogp single (1820ngy/p, small focus). The transferred image data has been acquired with ogps that are; with respect to detector dose and framerate; generally suitable for imaging during an embolectomy. However, roadmap may have been a general alternative to native fluoro. In addition, there is no indication that the image quality in fluoro was rated as insufficient, as no attempt to change the fluoro program from (-) to normal or even (+) is documented. In several scenes the image quality is degraded by patient motion causing severe subtraction artifacts in dsa (e.g. Series 3, 6). Apart from these patient movements, the image quality is not remarkable. It is adequate for the chosen ogps and does not show any technical artifacts which heavily degrade the image quality. The image quality analysis of fluoro images is limited due to the image downsizing. After evaluation by the image quality department, neither a system failure nor a system malfunction could be determined. The transferred image data gives no indication of a technical malfunction which might have severely degraded the image quality in general.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During a clinical procedure, the customer reported the a and b plane acquisition images were pixelated and blurry, however, fluoro was usable on both planes. We are unaware of any impact to the state of health of the patient involved.